Event description:
It was reported that the patient experienced a hypoglycemic event after a usual dinner, with glucose declining about an hour later to a nadir of 64 mg/dL for approximately 15 minutes, which was treated with 4 ounces of juice and returned to target; the patient requested discussion about adjusting target range, and no device-specific problem or component issue was identified. Symptoms included hypoglycemia without reported associated manifestations. Outcomes included an event that necessitated oral carbohydrate treatment, without serious injury or impairment and without hospitalization. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.